Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of "problem with pen calibration" the stylus was not responsive. It was additionally noted that there were errors in the update history, that there were recurring three short beeps (x/y board) and that both keyboard hinges were broken. The x/y board and both keyboard hinges were replaced, the touch screen was calibrated, new software was installed and the device cleaned. It then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer's pen calibration. The programmer has not been returned for service. No patient complications have been reported as a result of this event.